Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they had been having a lot of problems with the device and that the device had not been working for them. The patient stated that the last time they had it adjusted the manufacturer representative (rep) told them to change programs. The patient switched to program 1 and noted that the amplitude was too strong. The patient was advised to lower the settings to one where they were not feeling any discomfort and to follow up with a healthcare professional (hcp) if the problem did not resolve. No further complications were reported or were expected.